Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens did not unfold properly and went into the patient's eye upside down. The lens tore while being removed within the same surgery, with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "lens did not unfold properly during insertion, and went into eye upside down ". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine whether misplacement of the lens was due to improper lens loading or surgeon handling. The tear in the haptic flange was very likely during explantation. There is no information in the report about the damage. A cartridge lot number search found no similar complaints. A foam tip plunger lot number search found no similar complaints. Based on the complaint history, work order search, medical review, cartridge lot number search, foam tip plunger lot number search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): evaluation: method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of dried surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).